Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "variax dr medium narrow long plate on (B)(6) 2020 it broke on the proximal side of the elliptical hole. A replacement operation of the same plate was carried out on (B)(6) 2021. The fractured part was refreshed, the number of screws to be fixed was increased from the time of the first operation, and it was fixed again. Doctors say they don't know the cause."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "variax dr medium narrow long plate on (B)(6) 2020 it broke on the proximal side of the elliptical hole. A replacement operation of the same plate was carried out on (B)(6) 2021. The fractured part was refreshed, the number of screws to be fixed was increased from the time of the first operation, and it was fixed again. Doctors say they don't know the cause."